Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that he had a loss of therapy. He had a return of symptoms and it was back to what it was before implant. He was getting up a lot at night and had the urge to urinate when the water was running. There was no falls or trauma related to this event. He did increase stimulation from 2.9 (where it had been for quite some time) and it was uncomfortable so he decreased back down to 2.9v. The patient also avoided drinking anything 8pm. It was further noted that the patient felt uncomfortable stimulation/ surging in his penis when he was sitting in a chair at a restaurant. This was reportedly related to positional movements. He would stand up and the issue would resolve itself. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.